Event description:
The MFR received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's blower motor was replaced to address the issue. During the eval of the device at the MFR's service center, a failure related to the remote alarm connector was observed. The device's interface board was replaced to address the issue. Conclusion: device has been evaluated and repaired but not returned to the customer, pending customer approval of the estimate.